Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, cracked case, peeling keypad overlay and stained keypad overlay. There were no cracks on the display window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and damage. Customer advised there was a crack on the reservoir window along with the battery loading slot. Customer advised the key sheet was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.